Event description:
It was reported the patient received inappropriate shocks from the right ventricular (rv) lead. The rv lead was capped and replaced. It was later reported the shocks were due to the sensing of noise. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient received inappropriate shocks from the right ventricular (rv) lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.